Event description:
The customer reported the ventilator displayed vent inop and restarted. The customer reported the ventilator was in use on a patient and there was no patient harm. The service technician could not duplicate the reported problem and replaced the air valve per customer request. The blower motor controller board was also replaced as a precautionary measure per quality assurance recommendation. Final applicable testing was performed and passed to operating specifications.